Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant that the leadless implantable pulse generator (ipg) exhibited unstable thresholds when the tether was cut. The ipg was removed and replaced. No patient complications have been reported as a result of this event.